Event description:
The device reportedly shut off by itself several times during the reported event. Each time the device shut off it was turned back on to continue treatment to the patient. The batteries were replaced and the device continued to intermittently shut off by itself for the remainder of the reported event. There were no adverse effects to the patient as a result of the reported event. The patient's outcome and details were not reported to mpc.